Event description:
It was reported that the ventilator had a constant patient disconnect and no volume. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
B4:04aug2021. Upon a follow-up with technical support, the customer was advised to perform a performance verification test (pvt). The customer reported that the unit failed the o2 flow accuracy check. The customer reported that the flow sensor would be replaced. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. If new information is later obtained, a supplemental report will be submitted.